Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information and explant date. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-06853. It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention approximately three years ago, wherein the ipg was explanted. The lead remains implanted.